Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17- dec-2018 with the following findings: a review of the pump black box data indicated no evidence of short battery life; several cs 177 low battery warnings occurred due to normal battery wear. During a visual inspection of the pump. The battery cap secured properly to the pump, and a power loss was not observed. The ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the battery compartment was cracked at the threads on the side.